Manufacturer narrative:
(B)(4). Concomitant medical products: biomet taperloc por lat fmrl 15x150 cat#11-103208 lot#637400. Biomet m2a-magnum pf cup 62odx56id cat# us157862 lot# 305750. Biomet m2a-magnum mod hd sz 56mm cat# 157456 lot# 297070. Complaint was confirmed by product return and op notes which indicated patient was revised due to metallosis. Upon opening, thick fibrotic avascular tissue consistent with an acute local tissue reaction was noted. The density of the fibrotic scar tissue had eroded the proximal femur and resulted in impingement anteriorly. The taper of the taper adapter does show some black debris. Sem examination revealed axial wear/smearing on the taper surface and circumferential grooves, possibly from imprinting of the surface texture of the stem taper. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 02396, 0001825034 - 2017 - 02395, 0001825034 - 2020 - 02228.

Event description:
It was reported that patient was revised approximately 5 years post-implantation due to pain, metallosis, impingement, altr, and elevated metal ion levels. No further event information available at the time of this report.